Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that his son was experiencing high blood glucose level in the last 3 days. Blood glucose level at the time of the incident was 500 mg/dl. The customer was at the hospital at the time of the call but was not admitted. Customer's parent declined troubleshooting. The insulin pump was not replaced or returned for analysis.